Event description:
Radiologist was performing procedure to drain pelvis abscess using the flexima regular apdl catheter system, and was unable to remove the trocar needle from the drain catheter. Staff was forced to remove catheter and start procedure over with a second catheter, which was an over-the-wire model not from the same lot. This was the third instance of this happening over the last few months, but only one report was submitted. Radiology called the vendor in, who reviewed the procedure and catheter with the radiologist and claimed there "shouldn't be any more problems" after all catheters were replaced. During visit, rep had alluded to the fact that the problem was due to a buildup of friction between the catheter and the trocar which caused the trocar to stick in the catheter. Rep alluded to a recent design change which would prevent this exact event from occurring. After third occurrence, the radiologist informed risk management and use of this device was discontinued.